Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the patient's right atrial (ra) lead was failing to capture and had poor sensing. A chest x-ray confirmed the lead was dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout.